Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. No service record relevant to the complaint reported event was found. Therefore, based upon the information provided, a root cause cannot be conclusively determined. Based upon the information provided, a root cause cannot be conclusively determined. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the surgeon questioned about the system readings and the intraocular lens was rotated by one hundred twenty degrees, as the result the patient had induced astigmatism of three diopters in the left eye of a patient, during cataract surgery. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).